Event description:
The site nurse reported that during the fourth day of treatment using the icv catheter on a hemorrhagic stroke pt, multiple 1000ml saline bags were replaced during the previous nigh shift. The nurse reported that the night shift staff did not troubleshoot the problem in accordance with the instructions for use of device. There were saline spills evident. An alsius representative re-primed the tubing set and the coolgard system alarmed appropriately. He noted that the coolant well was overflowing. The pt later discharged 5000ml of fluid as urine in response to a diuretic. There were no further sequelae.